Event description:
The customer reported having a reversed image with an s8-3t transducer on an ie33 ultrasound system. No patient or user has been harmed as a result of this event.

Manufacturer narrative:
Conclusion: our evaluation of this probe confirmed the customer¿s imaging complaint. Termination boards inside the connector mounted reversed was the root cause of the imaging problems with this probe.

Manufacturer narrative:
The s8-3t transducer has not yet been returned for evaluation. Additional information will be provided once the device is returned and evaluation has been completed.